Event description:
(B)(4). This system was returned to impact for preventative maintenance. During the preventative maintenance service, it was determined that the oxygen regulator was not performing to specification, not holding the tidal volume. The o2 regulator was replaced and the system retested and functions normally. This system was not seen by impact ii for recommended annual maintenance prior to this return.